Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a noise was present during testing for the exhalation port. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11 november 2019. Date of this report: 13 november 2019. The manufacturer¿s international service technician inspected the device and confirmed the reported issue. The technician reported that the vibration-proof ring, which was installed on the boot connecting blower and gas outlet port, had been present off its correct place; it caused resonance. Therefore, the vibration -proof ring was adjusted and the been resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.